Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss due to a head injury.it is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.